Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had incorrect label information. This event occurred 200 times. The following information was provided by the initial reporter, translated from japanese: "the label contents on the carton and package (product) were different from those of the product we usually use."

Manufacturer narrative:
Investigation summary: nine photos of 3ml luer-lock syringes (p/n: 309657) were received and evaluated. The two packages are different, one from batch: 1197345 states on the top web graphics that it was made in mexico and other package with batch: 1216145 on the graphics states it was made in the USA. The reported defect is not a true defect, it is the same product manufactured from two different manufacturing plants from two different countries. Since the reported defect is customer awareness and not a true defect, no corrective actions are necessary. DHR review results: released quantity was 764,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1216145 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.